Event description:
Reporter stated that customer received the following results on 2 different meters within 5 minutes: 23.3 mmol/l (mobile system) and 4.7 mmol/l (aviva nano system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, they have been used up and discarded.

Manufacturer narrative:
The event occurred in (B)(6) this medwatch is for the aviva nano system. Reference medwatch with patient identifier (B)(6) for the mobile system. The patient's weight is approximately (B)(6). Device will not be returned.